Manufacturer narrative:
(B)(4). D2, d4, g4: diligence is in process to provide product identification information, however, no further information has been provided at this time. G2: australia. The product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. D10: additional associated products unk nexgen femoral lot# unk unk nexgen bearing lot# unk.

Event description:
It was reported the patient underwent a revision surgery due to loosening. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Event description:
It was reported the patient underwent a knee procedure on an unknown date. Subsequently, the patient was revised due to loosening (femoral, tibial).

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected/ updated: a1, a2, a3, a4, b4, b5, b7, d1, d2, d4, d5, g3, g4, g6, h1, h2, h3, h6, h10, h11. D10: 65595201701 cr flex femoral component porous uncemented size g lot# 60334199 00598004701 stemmed tibial component precoat size 5 lot# j6909752 unk nexgen bearing lot# unk. Visual examination of the provided pictures identified an explanted tibial tray and femoral component. The femoral component shows signs of use such as residual tissue and cement attached to the porous coating and pegs. The tibial tray shows signs of use such as biological residue. Both implants display lack of bony ingrowth. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The reported products were reviewed for compatibility with no issues noted. Medical records were not provided. The event is not confirmed. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.